Event description:
Patient reported that due to the aligner treatment that did not account for the impact of their growing wisdom teeth and their teeth has become misaligned their dentist has advised them to discontinue using the aligners. Their dentist has now taken over their care.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.